Event description:
The customer reported that the device would not acquire a pads ECG waveform after a shock was delivered to pt. The customer has stated that the device was not a factor in the pt outcome.

Manufacturer narrative:
The customer reported that the device would not acquire a pads ECG waveform after a shock was delivered to pt. The customer has stated that the device was not a factor in the pt outcome. The device was evaluated by philips. The reported symptom could not be reproduced and the device passed all testing. Review of the event files showed that the user did not select the pads ECG monitoring lead. There was no malfunction of the device. This represents a use issue.